Manufacturer narrative:
Reason for reoperation: rupture. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via nbir a right side capsular contracture baker grade I and rupture. Device has been explanted and replaced.